Event description:
A caller reported a malfunction on the pump, identified by the malfunction code 12. There was no adverse impact on the customer's blood glucose level. Customer technical support assisted the caller by providing instructions to reset the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccur.